Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ catheter was defective. This was discovered during use. The following information was provided by the initial reporter: venous puncture device presents issue, at the moment of puncturing it opens.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter was defective. This was discovered during use. The following information was provided by the initial reporter: venous puncture device presents issue, at the moment of puncturing it opens.